Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the display on their device was showing distortion when the keys were pressed on the keypad. The customer tried to reboot the device and the whole display became distorted. It is unknown if the device was functional. There was no patient use associated with the reported issue.